Event description:
The health care professional reported injecting a patient with 2cc of evolysee form in the lips. Approximately 1.5 weeks post injection, patient experienced lumps and bumps in the mucosa with filler migration in the superior and inferior outer lip. The hcp dissolved the filler however, the symptoms persist. Safety database reference number (B)(4).